Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified proximal right coronary artery. A 3.0 x 08 mm xience prime was being advanced for direct stenting; however, it could not cross the lesion and there was resistance when removing the device. The device was removed and dilatation was performed with an unknown 2.5 x 06 mm balloon catheter. A 2.75 x 08 mm xience prime was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.